Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -08.5 diopter, in the patient's left eye (os) on (B)(6) 2015 and low vaulting was noted. The lens was exchanged for a longer lens and the problem was resolved. The patient's last ucva was 20/17.